Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general) / extremely heavy bleeding') and ovarian injury ('reproductive system disorder or condition type of disorder or condition: left ovarian lesion') in a 34-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gravida I, parity 1 and anemia. Concurrent conditions included hypertension, allergic rhinitis, asthma, dysfunctional uterine bleeding and dystrophic calcification. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding as well as estradiol from 2016 to 2018, ibuprofen from 2013 to 2014, lisinopril from 2016 to 2018, metformin hydrochloride (metformin hcl) since 2013 and naproxen sodium (aleve) from 2016 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced ovarian injury (seriousness criterion medically significant) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"), 2 years after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain/ abdominal cramping"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian injury, menorrhagia, vaginal haemorrhage, ovarian cyst, anaemia, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, depression, vaginal discharge, migraine, headache and endometriosis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, ovarian injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016- she performed oophorectomy (bilateral removal of ovaries). Trailing coils, left:3, right:3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anemia, menorrhagia, endometriosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general) / extremely heavy bleeding') in a (B)(6) female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gravida I, parity 1 and anemia. Concurrent conditions included hypertension, allergic rhinitis, asthma, dysfunctional uterine bleeding and dystrophic calcification. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding as well as estradiol from 2016 to 2018, ibuprofen from 2013 to 2014, lisinopril from 2016 to 2018, metformin hydrochloride (metformin hcl) since 2013 and naproxen sodium (aleve) from 2016 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") and ovarian injury ("reproductive system disorder or condition type of disorder or condition: left ovarian lesion"), 2 years after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain/ abdominal cramping"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, ovarian cyst, ovarian injury, anaemia, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, depression, vaginal discharge, migraine, headache and endometriosis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, ovarian injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016- she performed oophorectomy (bilateral removal of ovaries). Trailing coils, left:3, right:3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anemia, menorrhagia, endometriosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),left ovarian cyst, left ovarian cyst, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, abdominal pain, depression, vaginal discharge, migraines, headaches, abnormal bleeding (general), endometriosis. Event-extremely heavy bleeding clubbed to events-abnormal bleeding (general) and abdominal cramping clubbed to event- abdominal pain. Reporter information, medical history, concomitant drug, lab data, event outcome, events onset, weight, height was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.